Event description:
Account reports, when anesthesiologist attempted to insert catheter into the epidural needle " the tip of the catheter broke." Second catheter was obtained and inserted without incident.